Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was missing. Customer's blood glucose level displayed as "high." The customer was able to successfully load a new cartridge to resume insulin therapy and consumed carbohydrates to address elevated blood glucose level.